Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and cystoscopy. It was reported that patient underwent urethral dilation and cystoscopy on (B)(6) 2011 due to stricture. It was reported that patient underwent diagnostic laparoscopy with adhesiolysis and small bowel resection on (B)(6) 2011 due to small bowel obstruction. It was reported that patient underwent urethral dilation and cystoscopy on (B)(6) 2014 and (B)(6) 2015 due to hematuria and stricture. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation and bleeding. It was reported that the patient underwent explant on (B)(6) 2013 due to dyspareunia and underwent cystoscopy on (B)(6) 2014 due to hematuria. (B)(4).